Event description:
Patient with an elongating prosthesis (wright medical repiphysis distal femur) required early revision secondary to deterioration of the implant. Fragmentation of the innter components of the device with small metal debris was noted in films prior to revision. A surger there were multiple small metal fragments throughout the synovium. Particularly about the knee with pitting some changes within the distal femoral components believe to be secondary to the metal debris and chronic wear and tear. Leg length was not effected but patient did notice a popping sensation in the knee.